Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a right side "hardening" and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported a right side "hardening" and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.